Event description:
The customer stated the rubella calibration failed with error code 1111; m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer service technician advised the customer to perform an optics calibration, decontaminate the lines for solution 1 and 4 and the mup. The customer performed the steps without resolution. The cta sent the customer 6-point calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.